Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample was initially tested on cobas liat and generated a positive result for all three targets sars-cov-2, influenza a/b. The same sample was retested twice on a different cobas liat analyzer and generated a negative result for all three targets each time. The negative results were reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation was conducted. Although a root cause cannot be identified, the data shows true amplification for the positive results. No systemic product problem with the reagent or hardware for the triple positive result was identified.